Event description:
I had a right total hip replacement on (B)(6) 2008. I received the depuy total hip system pinnacle 100 acetabular cup s2 mm52 on the right hip. Prior to surgery, I had pain in my right hip due to degenerative joint disease. On (B)(6) 2012, I had a hip aspiration and on (B)(6) 2012, I had a blood test and was diagnosed with high levels of chromium and cobalt in my blood. I had to have a right total hip revision on (B)(6) 2012 requiring additional hospitalization.